Event description:
It was reported that the patient with this pacemaker had a bradycardic heart rate. Technical services (ts) was consulted, discussed likely causes could be safety mode or lead fracture. Ts recommended interrogating to troubleshoot. The device was interrogated and found to be at end of life (eol) battery stage. In a 2 weeks period the longevity went from four months to eol. This device was subsequently explanted due to early battery depletion. This pacemaker remains in service. No additoinal adverse patient effects were reported. Additional information was received, this pacemaker had reverted to safety mode. This device was explanted and successfully replaced. This product was not returned for analysis.

Event description:
It was reported that the patient with this pacemaker had a bradycardic heart rate. Technical services (ts) was consulted, discussed likely causes could be safety mode or lead fracture. Ts recommended interrogating to troubleshoot. The device was interrogated and found to be at end of life (eol) battery stage. In a 2 weeks period the longevity went from four months to eol. This device was subsequently explanted due to early battery depletion. This pacemaker remains in service. No additoinal adverse patient effects were reported.